Event description:
It was reported that the lens vial was dry. It was discovered during preparation for surgery. There was no pt injury. This occurred with three lenses. This report refers to lens 2 of 3. Reference MDR # 1313525-2015-00312 for lens 1 of 3. Reference MDR # 1313525-2015-00314 for lens 3 of 3.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.